Event description:
It is reported that an air ingress issue occurred. During a pulmonary vein isolation procedure, a faradrive steerable sheath (clear) was selected. During inserting of farawave, physician aspirated and then flushed the faradrive. The physician repeatedly noticed micro bubbles during flushing even when he repeated the aspiration step. Due to this event, the device was replaced and the procedure was completed successfully. There were no patient complications.